Event description:
The customer obtained several false positive total b-hcg results on one serum sample from one patient. The same return sample was retested using a manual technique and a positive result was obtained as well. Negative results were obtained for the same patient using freshly drawn samples obtained three dyas later. Persistent false positive total b-hcg results may result in the initiation of treatment. There was no report of patient harm as a result of this event.